Manufacturer narrative:
A replacement glidescope quickconnect video baton large was provided to the customer and the quickconnect video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned quickconnect video baton and confirmed the intermittent image issue. The technical service representative reported that when the quickconnect video baton was connected to test equipment, the monitor intermittently ceased to recognize the baton. The technical service representative attributed the "no image / intermittent image" issue to baton failure. Since the customer had already received a replacement glidescope quickconnect video baton large, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope quickconnect video baton large, the baton image was cutting in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.